Event description:
My husband is diagnosed with sleep apnea and uses a CPAP machine. The machine in question has been in use about 2 years. It is identified as follows: probasics zzz-pap with integrated heated humidifier, model# 9s-006000 series, item# 7600. At 2:50 am in 2009, I awoke to the smell of something burning. The source was identified as the heater element of the above device. The plastic had completely melted below the heater element and had charred the table it was sitting on. We believe that we were only a very short time from a catastrophic fire event. We were concerned about reporting this event, as there clearly is a danger. We tried contacting the MFR, but the person answering the phone was adamant that they would not take a complaint or report of this nature - that we should contact the seller of the device. We did not believe that the seller was the one to be notified, that the MFR should be the one concerned. She finally connected us to the voicemail of a person identified as "in charge." We have never heard from probasics. We have tried contacting various government entities to identify who would be interested in receiving the info on this dangerous device. No one seems to be "in charge." Is this the correct agency?. Dates of use: 2 years. Diagnosis: sleep apnea.